Manufacturer narrative:
(B)(4). The reported issue of burnt odor from homechoice (hc) device was neither confirmed nor reproduced during the evaluation. The device was visually inspected and no defects were found. The device functioned properly with no issues encountered, and no smoke or burns were discovered. A service history review revealed that no issues were identified that may have contributed to the reported problem. A root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter (B)(4) to report that he smelled a burnt odor from the cassette during therapy on the homechoice (hc) cycler. The patient wanted to swap the hc device. No clinical impact on the patient was reported.

Manufacturer narrative:
(B)(4). The home choice device has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.